Event description:
The following information was received from (B)(6) and is a spontaneous report by a baxter-employed nurse from (B)(6) of bacterial peritonitis in a patient, coincident with dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. On an unreported date, the patient started treatment with fortum (1g, ip) and reflin (1gm, ip) in the bags. It was not reported if the event of bacterial peritonitis with (B)(6) had resolved. It was not reported if dianeal therapies were ongoing. The nurse believed that the peritonitis was related to dianeal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Manufacturer narrative:
(B)(4). This complaint for peritonitis is not confirmed because no device malfunction or user error was identified. There was no batch review or sample evaluation for the disposable set. The event description did not state any apparent user error or other issues that could have caused contamination that resulted in peritonitis.